Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) moved down into the breast. In addition, the patient reported it feels like their right ventricular (rv) lead was ¿pinching¿ and was concerned it may not be working properly. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.